Manufacturer narrative:
(B)(4).

Event description:
It was reported that the luer hub of the proximal lumen detached from the extension line during placement. Therefore, the catheter was replaced with a new one. No patient harm reported. The patient's condition is reported as fine.

Event description:
It was reported that the luer hub of the proximal lumen detached from the extension line during placement. Therefore, the catheter was replaced with a new one. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one cvc catheter for analysis. Signs-of-use in the form of biological material was observed inside the medial extension line. Visual analysis revealed that the distal luer hub was separated from the lumen. The luer contained remnants of extrusion within the hub. The catheter body total length measured 315mm, which is within the specification limits of 307mm-327mm per the catheter graphic. The distal extension line inner diameter measured 1.4478mm, which is within the specification limits of 1.42mm-1.50mm per the extension line extrusion graphic. The distal extension line outer diameter measured 2.146mm, which is within the specification limits of 2.13mm-2.21mm per the extension line extrusion graphic. A manual tug test confirmed that the medial and proximal extension lines were secure within their respective hubs. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The report of an extension line/luer hub separation was confirmed through the complaint investigation. Visual analysis revealed that the distal extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the luer hub. The catheter and extension line met all relevant dimensional requirements and a device history record review was performed based on sales history, and did not reveal any relevant findings. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The root cause of this issue has not yet been determined. Teleflex will continue to monitor and trend complaints of this nature.